Event description:
Pt scheduled for tvh. During planned procedure, the covidien product lf4200 lot # 235895lx was connected to the forcetriad sn (B)(4). When the unit was used by the surgeon to clamp the uterine artery, the unit beeped and the blade locked up but did not seal the vessel. Now we have a bleeding artery. Attempts to clamp off with uterine clamps unsuccessful. Meanwhile another lf4200 from the same lot number was brought to the room and connected to the forcetriad and this piece would not work at all. Another forcetriad sn (B)(4) was brought in to the room and this same lf4200 also could not be recognized by the forcetriad and therefore would not work at all. Then brought in a ligasure unit and a ls 1020 vessel sealer. It worked but by that time so much blood was present prohibiting the location of the dissected artery and the continued loss of blood threatened the pt's life. Case was then converted to an emergent tah with control of bleeding. Subsequently after the case, we connected another lf4200 from a different lot and it worked appropriately on an orange peel by sealing then cutting. We again tried another new lf4200 from the 235895lx lot on an orange peel and it sparked multiple times and cut but did not seal.